Event description:
While wearing the external equipment, the patient reportedly experienced intermittencies between the external equipment and the cochlear implant, followed by the loss of lock. The patient was seen by the center for device evaluation. External equipment was exchanged. However, the reported problem was not resolved. Testing performed confirmed the device was no longer functioning. Surgery to explant the patient's device was scheduled.